Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call that the customer was experiencing high blood glucose of 464 mg/dl as well as high ketones. Mother was treating the customer with fluids and injections. Mother declined troubleshooting. Customer's mother stated that if the customer did not get better within the hour, she will have to take her to the hospital. It was advised to call back.